Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high pacing impedance. It rose from 656 ohms the week ending (B)(6) 2012 to greater than 1000 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular tachy lead had low r waves and t wave oversensing was occurring. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remained in use. Subsequently, the pace/sense lead impedance was noted to have steadily increased since implant to 1100 ohms, the impedance was high and a possible fracture was noted. The physician used the lead analyzer to check the sensing on the tachy lead, however, the r waves were still low. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947-65 lead implanted (B)(6) 2007. (B)(4).